Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially complained about receiving calibration error alerts. The sensor had been inserted for 1 day and 7 hours. Blood glucose value at the time was 114 mg/dl. During troubleshoot; the customer reported she was experiencing low blood glucose of 50 mg/dl. The customer was advised to wait at least 2 hours since she needed to treat for the low blood glucose. Customer was advised to turn the sensor feature off for 2 hours, the reconnect to old sensor and calibrate when stable.